Event description:
The customer reported that the needle appears to have not been fully bored through, which prevented the medication from being administered. No information was received regarding any serious injury as a result of this product issue.

Manufacturer narrative:
An additional lot number was added after confirming the same issue was present. This follow-up serves as supplementary information to the initial report.